Event description:
During an initial implant procedure, when placing the right ventricular (rv) lead, the rv lead perforated the right ventricle. The cardiac tamponade was drained and the rv lead was explanted and a new rv lead was implanted to resolve the event. The patient was stable following the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.